Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial septal defect (asd) was likely related to procedural conditions. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the gradient was too high. The clip was not implanted and the cds was removed. After the procedure, an asd was noted, possibly related to the steerable guide catheter (sgc). An asd occluder was used for treatment. No additional information was provided.